Event description:
Device malfunction: failure to retract. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the locator wings failed to retract. The access ports were used unsuccessfully and counter traction was used to remove the device from the pt anatomy. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.